Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue tip) and the(light blue) main body of the twist clamp on a minicap transfer set which also had a connection issue. It was further described as "unable to disconnect the cycler to the patient line. The dark blue piece wouldn¿t twist off from the patient line but it did disconnect from the transfer set." This was further described as "the dark blue and light blue part was disconnected¿. As a result, the home patient clamped the line and cut it with scissors. This occurred during use of the device for automated peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.